Event description:
It was reported that the right ventricular (rv) lead had oversensing. It was also reported that the patient was deceased. Follow up was conducted with the coroner who reported the patient death was due to a myocardial infarction and not related to the device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).